Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water tube, the air/water cylinder and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material adhered to the air/water cylinder, air/water channel and auxiliary water channel could not be identified. It is unknown whether there was deviation from instruction for use in reprocessing steps for the location where foreign material remained. There was no physical damage to the area where the foreign material remined. Therefore, a definitive root cause for the foreign material could not be established. The instructions for use states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.